Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the MFR for eval. Therefore, a product eval or device history records (DHR) review could not be performed. Based on the info available, the root cause of the event cannot be determined.

Event description:
The surgeon reports that during the insertion of the mi60lus intraocular lens, the pt's capsule was damaged. The lens was removed, an anterior vitrectomy was performed, and a different bausch + lomb model was implanted. The pt recovered well. Reference MDR #1119279-2011-00146 for the intraocular lens used during the event.